Manufacturer narrative:
The insulin pump was monitored and no off no power alarms occurred during our testing. The insulin pump powered up properly after battery installation, passed self test and all alarm tones and vibrate are working properly. No unexpected audio alarms or beeps, or alert tones noted during our testing. The insulin pump has normal operating currents. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's alerts were lower in volume and shorter in length than before. The customer reported replacing the battery, but that did not correct the issue. The customer stated that the insulin pump had a low battery alert followed by an off/no power alert. Customer was unable to get the display to return during troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.